Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt cannot run the detect and treat test) was investigated. Upon evaluation, the electrode belt failed the te recognition test. The cause for the failure was isolated to a poor solder connection on connector j2 inside of the rear 1 therapy electrode. The root cause for the poor connection was an assembly error. A corrective action has been initiated. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to run the detect and treat test.